Event description:
N/a.

Event description:
N/a.

Event description:
It was reported that during use of the iab, the the patient experienced a life threatening event. The balloon was saved and assessed and has no evidence of rupture or tearing.

Manufacturer narrative:
Another contact info: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID: (B)(4).

Manufacturer narrative:
The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Corrected fields: d10, d4 (lot and UDI), h1, h6 (health effect clinical code and investigation findings).